Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation did not confirm or reproduce a system error 322 due to a system error 345. The reported symptom and assignable cause was not identified. Review of the ehl did not confirm the reported symptom, but did reveal the customer experienced only 1 system error event, which was a system error 345. System error 345 was reproduced during evaluation. Evaluation determined the cause to be a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump system error 322., which was clarified during baxter's evaluation as system error 345. Any patient involvement, injury or medical intervention is unknown.